Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, customer reported that after docking the vessel sealer extend instrument, they attempted to perform round ligament sealing and proceed with cutting immediately, but the blade did not come out, and the jaws did not open. Customer mentioned the device could not be used. Customer switched to another instrument to complete the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on the tissue when the issue occurred. The instrument was sent back to isi for analysis. The instrument never worked during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. A visual inspection revealed that the grip cable was loose from its original position at the proximal end. As a result, the instrument failed the initialization test, and the jaws did not open or close properly. The vse instrument was confirmed to have failed initialization based on both log review and in-house testing. When placed on an in-house system, the instrument passed engagement but failed the initialization test on 3 out of 3 attempts. A review of the logs verified homing failures with error code 22026 which indicated that vessel sealer extended failed during homing on the universal surgical manipulator (usm) 4. The instrument also displayed error code 22024 which indicated that the grip torque was outside the expected range on usm4 indicating a low-torque failure, which typically results in sealing malfunctions. To further evaluate, the initialization test was bypassed, and a hard grip force test was performed. The instrument successfully passed the grip force test. The complaint was confirmed by failure analysis. The probable root cause of loose grip cable is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) and also caused low torque errors.

Event description:
Refer to h11 for follow-up information.